Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 days post-operative of a partial colectomy and colostomy creation, the patient had a change in condition. The patient reported severe abdominal discomfort, nausea, and bloating. The patient was returned to the operating room when he coded before surgery could be done. The patient was taken to the intensive care unit(ICU), became hypotensive, had acute kidney failure, septic shock, and then expired. The autopsy showed cardiac arrhythmia and anastomotic dehiscence.